Event description:
It was reported by the customer that a bd pyxis¿ es server all machines not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all machines were not communicating. A technical support specialist dialed into the application and found no devices on the override. The tss confirmed that only one device was offline for non-related issues whereas all other machines went back online, and the issue was fixed. The system functioned as intended after the technical support specialist verified the device.